Event description:
There was an allegation of discrepant high results for 15 patient samples tested for tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application (hba1c) on a cobas c 303 analytical unit. For 1 patient sample (sample 13 in attached data): the doctor questioned the initial result (8.8%) as the patient had no history of diabetes, and the result did not correspond to the delta check. The sample was repeated twice, with results of 5.2% and 5.26%. The repeat results were believed to be correct. Refer to the attached data for the results for the other patient samples.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6).